Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they could not apply the adc device due to not firing therefore, they were unable to obtain glucose readings. The customer became hyperglycemic and was unable to self-treat and was provided unspecified medical treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they could not apply the adc device due to not firing therefore, they were unable to obtain glucose readings. The customer became hyperglycemic and was unable to self-treat and was provided unspecified medical treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.